Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by adjusting the pressure transducers tubes. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).